Manufacturer narrative:
Investigation findings: the shaver handpiece was received and the reported problems were confirmed. The handpiece was tested with the console and footswitch in use at the time of this event. The handpiece was found to have the potential to run on its own related to a broken wire connected to a resistor. The error code "cannot ID handpiece" was found to be related to moisture intrusion as noted from the salt-like deposits inside the housing of the handpiece. Conmed linvatec will continue to monitor this failure mode.

Event description:
It was reported that during use of this shaver handpiece, the console displayed the error message, "cannot ID handpiece". The user reported that replacing the shaver blade did not rectify this problem. In addition, the shaver handpiece would intermittently start up by itself without pressing the on button or foot pedal. This procedure was completed with a thirty minute delay. No injury was associated with this event.